Manufacturer narrative:
Kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 24th distal stent wrap with struts raised. There was no deformation to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent. The target lesion was located in the right coronary artery (rca). The lesion was reported to be moderately tortuous and severely calcified with 86% stenosis. The lesion was pre-dilated. No other abnormalities were reported in relation to anatomy. No damage was noted to the packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed also with no issues. Stent deformation was reported during positioning/advancement. Resistance was encountered when advancing the device and excessive force was used during delivery. It was noted that the stent could not pass through the lesion and strut damage occurred due to the calcific structure of the lesion. The procedure was completed by another manufacturer without any complication. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.